Event description:
It was reported that the user received an ¿unable to proceed¿ message when attempting the press-and-hold action during a supply change, with an alert indicating an expired infusion set. The user disclosed overfilling the cartridge and forcing the adapter and cartridge into the pump and later observed a dent in the cartridge¿s silver cap, after which a full restart and a dry run succeeded and a new supply change was completed with normal operation and insulin delivery. No reported symptoms. Outcomes included continuation of therapy without hospitalization. Investigation included guided troubleshooting, device restart without supplies, a successful dry run to 120 units, and user education on proper insertion without force. Investigation of this case revealed that user handling errors, including overfilling and forcing the cartridge and adapter that damaged the cartridge cap, led to the initial inability to proceed and supply change failure. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper cartridge and infusion set handling and installation.